Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that an I pump device was programmed to deliver a bolus of 1.5 milliliters morphine, then was reprogrammed to bolus 2.5 milliliters during patient use. The customer stated that the reprogramming occurred without any indication from the device that the bolus amount was being changed. There was no patient injury or medical intervention. The software version of this device was 2.03. No additional information is available at this time.